Event description:
Customer reported that the pump free flowed.

Manufacturer narrative:
Unit has been evaluated by repair technician and determined that the pump has sustained an impact as well as internal damage. This impact damaged the pump body assembly. Impacts have been known to cause internal damage. It was observed that the pressure plate screws had backed out. This damage may have caused the pump to free flow. As stated in the pumps operator's manual: "dropped/damaged pumps and pumps with unusual displays must be checked by service personnel before being placed back in use. Otherwise, serious patient injury may result." The pump should have been removed from service and evaluated for the damage from the impact before further use. There should also be annual preventative maintenance performed to evaluate the pumps performance.